Manufacturer narrative:
Date sent:08/08/2007. Information anticipated, but unavailable at this time.

Event description:
It was reported that during a lap sigma procedure, the hand activation on the device did not work. Another instrument was used to complete the procedure with no patient consequence.